Event description:
It was reported that the device is getting a watchdog alarm intermittently. Customer states that when it is monitoring, the spco readings seems inaccurate. The device has new batteries installed. The unit will intermittently engage in monitoring. Additional information received from the customer stating "I was told second hand that spo2 readings were in the low 90s on multiple patients where hypoxia was not expected to be a problem or part of the reason the patient was under our care." No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation of the device, the device emits an intermittent watchdog alarm. It was found that the diode d9 on the system board had a cracked solder. The component was repaired and the unit passed functional testing. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.